Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 361 mg/dl. Reportedly, the contact changed the supplies and the user's bg level remained elevated. The bg level was addressed with a manual injection administered by the contact. Reportedly, the contact normally administers manual injections. The contact stated it was too late for troubleshooting as the user needed to go to sleep.